Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. It was reported no system issues or anything out of the ordinary occurred during treatment. No product returned for evaluation. Based on the available information, no causal factors can be found and no conclusion can be determined.

Manufacturer narrative:
The tip has been requested but has not yet been returned for evaluation. A review of the device history record is currently in progress. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A clinic reported that after receiving a thermage treatment on the face, a patient experienced blisters on their right lower cheek. It was reported that on the following day, the blisters were slightly smaller and the patient stated that her forehead looked flatter. The clinic suspects that a forehead filler from a past injection was affected by the thermage treatment. It is currently unknown if the patient will have any permanent damage or scaring. The clinic stated that the face is healing, and they are trying to prevent infection during this healing stage. They advised the patient to avoid makeup and water in the affected area and to use a polysporin ointment as needed. An initial set of pictures were reviewed and erythema on the right side of the face as well as blisters on the lower part of the right cheek, were visible. A follow up picture was provided by the clinic. This picture was reviewed and several hyperpigmented lesions and a crusted lesion are visible on the patient's right cheek. The highest energy level setting used was 3.5 and no errors were noted during the treatment. Solta medical cryogen and coupling fluid was used, however the quantity is unknown. The clinic confirmed that the treatment tip was inspected prior to use and it was noted as intact. The tip was re-inspected throughout the procedure, however, it was not noted how often the tip was inspected.